Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced irritation and inadequate pain relief with pump therapy. The pump was subsequently explanted. No product malfunction was reported.